Event description:
Customer reported being hospitalized with high and low blood sugar levels. Customer called to find out the status of her upgrade pump. Customer is not currently on the pump because according to her, it was not working properly even though troubleshooting was successful.